Manufacturer narrative:
Asku.

Event description:
The caller reported that the staff tested a patient for glucose with the accuchek inform ii (serial number (B)(4)) and obtained the results of 51 mg/dl, 114 mg/dl and 28 mg/dl within four minutes. They thought the result of 51 mg/dl was too low as the patient did not have any low symptoms. The caller stated the patient was alert and aware. There was no report of any further actions or any treatment given to the patient. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. The customer did not return any product.